Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed elevated blood glucose (bg) levels after wearing the pod for approximately 5-24 hours, with readings displaying ¿high,¿ indicating bg levels above 400 mg/dl. The patient was unable to provide a specific bg value. This prompted a visit to the emergency room on (B)(6) 2026. The medical visit reportedly lasted approximately 14 hours, and the patient was discharged the following day. Reported symptoms included vomiting and frequent urination. Hospital treatment included intravenous fluids. The patient was not provided a specific medical diagnosis but reported being informed by hospital staff that ketone levels were elevated. The patient reported that no alarms or error codes were displayed on the omnipod system at the time of the event. The patient further reported that the pod cannula had not properly inserted into the skin and was observed to be bent upon removal of the pod. The pod is not available for return as it was not retained by the customer.